Event description:
It was reported that in the postoperative x ray image, both of the 2 hip screws were out of the hole and projecting forward. After the plate for reconstruction was inserted, the screw was fixed at the proximal static hole. However, the screw was not out of the hole. Finally, it was found to be inserted correctly. The doctor commented that the length of aiming arm nose seemed to be too long for him to handle well. As there was too much play between the aiming arm and the sleeve, the sleeve was pushed to the bone and the screws might have pushed out ahead. This is report 3 of 3 for file (B)(4). This report is for the unknown screws.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 3 unknown screws. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.